Event description:
It was reported by service report that the footboard controls did not work and the wires were pulled out of the connector on the bed side. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: signal coil cord.